Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to confirm the compromised force sensor system alarm due to the motor error alarm. The pump passed the displacement, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with broken battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received compromised force sensor system alarm. The customer's blood glucose was 2.6 mmol/l at the time of incident. The customer stated that the insulin was squirting out. The insulin pump will be returned for analysis.